Manufacturer narrative:
This report is being filed on an international product list 2k91-32, that has a similar us product distributed in the us, list 2k91-29 and 2k91-33. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect ca19-9xr of 73.1 u/ml on a pancreatic cancer patient who previous tested 36.9 and 39.4 u/ml. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
A review of ticket trending data for the architect ca19-9xr assay was performed. The review did not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. A ticket review was completed for the likely cause lot number 88036m800; the review concluded normal complaint activity for the issue under review. In addition, a device history record review was performed on reagent lot 88036m800, which did not show any potential non-conformances, deviations, or non-conformances. To investigate the customer issue, the historical performance of reagent lot 88036m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 88036m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 88036m800. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.